Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer's daughter complained that her father was getting high discrepant inr results on coaguchek xs meter serial number (B)(4) compared to the rehabilitation facility's coaguchek pro ii device. The customer was tested on the coaguchek pro ii device and the result was 3.2 inr. The customer tested on his meter within 10 minutes and obtained a result of 5.0 inr. The customer tested on his meter approximately 2.5 hours after the 5.0 inr and got a result of 4.5 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer is doing well. The customer's meter and test strips were requested for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Customer returned meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: marcumar 3: reference meter with retention strips: 2.0 inr, customer meter with customer strips: 2.0 inr. Marcumar 4: reference meter with retention strips: 2.6 inr, customer meter with customer strips: 2.6 inr. The maximum difference between measurements with the same blood sample was 0%. No information was provided in the complaint case that would point to a cause for the result discrepancy. Returned customer material and retention material comply with specification.